Event description:
50 ml bottle of propofol infusion appeared to be infusing to quickly, infused in 1 hour when dose was 30 mcg/kg/min or 19.5 ml/hr for 108.2 kg patient. Manufacturer response for alaris pump, alaris pump (per site reporter): unknown at this time.